Manufacturer narrative:
This is follow-up report being submitted for this complaint with associated MFR# 1226348-2016-00149 and 3008264254-2016-00065. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is expected to be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Manufacturer narrative:
This is 1 of 2 final report being submitted for this complaint with associated MFR# 1226348-2016-00149 and 3008264254-2016-00065. Device available for evaluation?: product received on 09nov2016. A non-sterile enterprise device (pi # (B)(4)) was received coiled inside of a plastic bag. The introducer tube and the delivery wire was found without damage and the stent was found deployed in the hub of prowler select plus (pi # (B)(4)) the received micro catheter was inspected and a compressed section was noted at 3, 5, 18, 21 and 28cm from the distal end. The micro-catheter and the stent were inspected under the microscope; the micro catheter was found compressed while no damages were noted on the received stent. The functional analysis could not be performed as the stent was received deployed and it is necessary that the stent is inside the introducer tube to perform the functional analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported failure of impediment of the stent could not be evaluated as the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; procedural factors and handling process may have contributed to the reported failure. No corrective action will be taken at this time.

Manufacturer narrative:
This is one of two initial MDR report being submitted for this complaint with associated MFR# 1226348-2016-00149 and 3008264254-2016-00065. (B)(4). The product is expected to be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, during a stent assisted coil embolization procedure the enterprise stent (enc452200/10480748) could not be advanced through the prowler select plus microcatheter (606s255x/17116939). The resistance was experienced when the stent was being advanced through the mid-shaft of the prowler catheter. There was no difficulty during introduction of the catheter over the guide wire prior to the attempted use of the complaint stent. It was verified that the stent introducer was fully seated and secured in the hub. The stent was withdrawn along with the microcatheter and new products were used to complete the procedure. There were no damages noted on the complaint stent and microcatheter prior to use or upon removal. An adequate continuous flush maintained was through the catheter. There was no report of patient injury. The patient information is unknown. It was reported that the products are available for analysis.